Manufacturer narrative:
Drug information reported as of (B)(6) 2019 was hydromorphone (30mg/ml at 9mg/day) and clonidine (167mcg/ml at 50mcg/day). H6 - device code 92 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. Circumstances that led to an empty pump were the patient did not have a managing physician. No actions were taken to resolve the empty pump and symptoms. The issue has not been resolved. The pump has worked great for the patient and they want to get it refilled. The patient was seeking a managing physician. The patient's weight at the time of the event was (B)(6).

Event description:
Additional information was received from a hcp. It was reported that the pump had been empty since (B)(6) 2017 based off of the event logs. It was believed that the patient's hcp had stopped practicing and the patient had never established care with another hcp. The hcp believed the pump was last filled in (B)(6) 2016. The therapy was not intentionally discontinued. The hcp planned to perform a total system content removal procedure due to the stability of the drug and planned to decrease the patient's dose since they had been without intrathecal drug since (B)(6) 2017 he would monitor the patient at future refills for volume discrepancies. There were no further complications reported at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained clonidine with an unknown concentration at a dose of 35 mcg/day and dilaudid with an unknown concentration at a dose of 8 mg/day. It was reported the patient stated his pump had been empty for three months. Two months ago, the patient stated he was put back on oral medication for pain management, but had been throwing up and stated it was horrible. Yesterday ((B)(6) 2017), the patient stated his health care provider (hcp) called another hcps office who said the pump was bad and needed to be replaced, and the patient questioned why they would say that. The patient stated the hcp didn't do any testing and felt the hcp didn't like him. The patient stated another hcp was sending over the information to the locator listing the patient obtained to try and get the patient a pump managing hcp. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.